Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received occlusion alarms. Infusion site and cartridge were changed to address the issue. Although requested, no further information was provided and customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose.